Event description:
Country of complaint: (B)(6). During l5-s1 procedure, during pressing the rod, the screw did not grip and was pulled out repeatedly by the downtube. Component in use: fw762r / s4 element mis rod persuader.